Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
A sales representative reported on behalf of a customer that the plpul2020, ultra surgical smoke evacuation pencil device was used in a posterior spinal instrumentation and fusion procedure on (B)(6) 2026, and ¿plastic lumen of the pencil shattered intraoperatively and fell into patient cavity. Broken tip was retrieved but took some time to retrieve. All pieces were retrieved¿. The procedure was completed with the use of an alternate same device and a delay of 10 minutes. There was no report of injury, medical/surgical intervention, or extended hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.